Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic pain ("pain") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle on (B)(6) 2013, muscle spasms on (B)(6) 2013, dizziness on (B)(6) 2013, sterilization on (B)(6) 2013, bacterial vaginosis on (B)(6) 2013, hormone implant nos on (B)(6) 2013 and female genital organs x-ray abnormal on (B)(6) 2014. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), colitis ("infection describe: colitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back- cramping"), vaginal haemorrhage ("vaginal bleeding") and mental disorder ("psychiatric problems :unable to have kids"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),) and surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, colitis, dyspareunia, vaginal haemorrhage, hormone level abnormal and mental disorder outcome was unknown and the back pain had resolved. The reporter considered back pain, colitis, dyspareunia, fallopian tube perforation, hormone level abnormal, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: device placed on r with 3 trailing coifs without difficulty. Device place on l with 4 trailing coils.patient tolerated procedure well. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received:reported information was added, this case concern with 40 year old patient, her historical condition were added, lab data was added, following event : infection describe: colitis, dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), lower back- cramping, psychiatric problems :unable to have kids. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.